Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (e315 scope error code) was not confirmed. Additional evaluation findings were as follows: the bending angle in the up direction did not meet the standard value, the forceps channel port was shaved, the paint on the suction cylinder was peeled, the scope connector cover was dirty due to water leakage, the adhesive on the bending section cover was cracked, the play of up/down knob is out of the standard value, and the universal cord had a wrinkle. Also, the following components had scratches: the scope connector cover unit, the up/down knob, the flexibility adjustment ring, switch 3, the plastic distal end cover, the universal cord, the grip, the control unit, the scope connector, the adhesive on the bending section cover, and the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred by breakage of the image sensor unit, failure of the circuit board inside the video connector or malfunction of the system side. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that when using an evis lucera elite colonovideoscope, there was an e315 scope error code that has occurred in multiple cv1500 systems. There was no patient harm associated with the event.